Event description:
A report was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned.